Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl; cause was not known. The customer attempted to address their bg with consuming carbohydrates, glucose gel, and sugar tablets, additionally glucose gel was administer by a health care provider to treat the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.